Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cap was not put on the scope when it was sterilized. We could not surmise the cause of the phenomenon since the device was not returned to quality assurance. Therefore, a root cause could not be determined. To prevent the phenomenon from recurring, check the contents written in the instruction manual again and instruct/ train the facility. IFU states in chapter 6: compatible reprocessing methods and chemical agents, 6.6 ethylene oxide gas sterilization: attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism (see figure 6.2). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope exhibited an incident where the cap was not placed during sterilization, causing the tip to blow off. The issue was found during reprocessing. There were no reports of patient harm.